Manufacturer narrative:
Calibration and controls were acceptable. Upon review of alarm trace data, abnormal aspiration alarms were observed on (B)(6) 2025. These are indicators or possible pre-analytics issues. The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with vanc3 (vancomycin) on a cobas 8000 c702 module. The sample initially resulted in a vancomycin value of 17.4 ug/ml. The result was questioned as it did not fit with the patient's clinical picture. The sample was repeated twice, resulting in vancomycin values of < 4 ug/ml and 19.8 ug/ml.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.